Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent as appropriate. Lawyer-filed report-(B)(4).

Event description:
It was reported by the plaintiff's attorney that "on or around (B)(6) 2008, plaintiff presented for surgery to treat stress urinary incontinence and/or prolapse." And "the device used in plaintiff's surgery was the monarc." The plaintiff's attorney also alleges "the plaintiff subsequently developed significant injury, including but not limited to, one or more of the following injuries: pain, infection, worsened incontinence, urinary problems, dyspareunia and erosion." The plaintiff's attorney also alleges "these injuries are continuing and require ongoing medical care" and disability and impairment as well as other damages.